Event description:
It was reported that the pin collet was stripping the pins during a case. Another device was immediately available for use. The procedure completed as planned. There were no adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is completed.